Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came in for scheduled device follow up. Rv noise reversions had been recorded on the device showing rv lead noise with some inhibition of pacing. It was noted that the patient is dependent. The rv lead noise was reproducible with pocket manipulation. Programming changes were made. As the device is at eri voltage, a device replacement and rv lead replacement will be scheduled. The patient condition is stable.

Event description:
New information notes that during the device upgrade on (B)(6) 2019, the rv lead was tested in the old generator where noise was observed. The rv lead was observed under fluoro with nothing remarkable noted. The lead was tested multiple times through the psa, and was also tested with the new device and no noise was observed. The decision was made not to replace the rv lead so it was neither removed nor capped and replaced. The lead remains implanted. The patient was in good condition throughout the procedure.